Event description:
During a mitral valve replacement the header tubing cracked & leaked blood into the c-p pump. Necessitating the need to change tubing. Pt was off cpb for approx. 90 seconds. Pt expired approx. 2hrs. Post-op. Etiology unclear but feel report should be made.